Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and deemed the tubing, peristaltic head (rohs) the likely cause. The fsr replaced the tubing, peristaltic head (rohs) which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for ac01901 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01901 or the tubing, peristaltic head were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available. A leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This issue was previously reported under MDR number 3005094123-2022-00308-00 under a different suspect device.

Event description:
The customer observed falsely elevated alinity c magnesium results for multiple patient samples. The following data was provided (reference range 0.66 to 1.07 mmol/l): sample ID (B)(6) initial result = 2.69 mmol/l, repeat = 0.84 mmol/l. Sample ID (B)(6) initial result = 2.47 mmol/l, repeat = 0.82 mmol/l. No impact to patient management was reported.